Event description:
It was reported that the pt underwent a total knee arthroplasty procedure utilizing zimmer patient specific instruments guides. Difficulty with the positioning of the guides resulted in recuts using traditional instruments. This resulted in an increase in surgery time of 30 minutes. No injury to the pt was reported.

Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.